Manufacturer narrative:
Updated fields: b4, e2, d5, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge fse was dispatched and the fse replaced the display and the issue was resolved and the unit passed all the specification.

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave hybrid intra-aortic balloon pump (iabp) had a green screen display issue. There was no patient involvement reported.